Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep who reported cause was 100% determined. Patient insisted that decrease in urination and sexual dysfunctions was only when ins was programmed to ld. The device was turned off for a few days by the patient and then device was reprogrammed and patient was placed back on hd programs and has not complained of any sexual dysfunction or decrease sense of urination since. Per patient, placing patient back on hd seemed to help.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The rep reported that the patient was in a motor vehicle accident in (B)(6) 2018. The rep reported that on the day of the report at the appointment, the patient complained of inability to sense if he was urinating and sexual dysfunction. The rep reported that impedances were assessed and were within normal limits. The rep assessed all programs as well and the patient reported good coverage. The rep instructed the patient to turn the device off for a few days to check if his symptoms were related to the device. The rep reported that the nurse practitioner was notified of the patient¿s complaints and planned to reassess the patient¿s symptoms in a few days once the device had been turned off. It was unknown if the issues were resolved. No further complications were reported.